Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0ax7c, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that therapy was on and patient felt shocking sensation. The patient also reported that they were walking through theft detectors at (B)(6), also other stores. The patient will follow up with health care provider (hcp) to have system checked since this was a new issue and has not been happening since implant. It was reported that the shocking was so strong that they freeze him in place sometimes. The change in therapy/symptom was reported as sudden. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that he called his urologist and they had never heard of this before. They also called a manufacturing representative and they had ever heard of this and said that they would look into it. Someone called the patient back and said that he had to reset it again or carry his other unit with him and turn it off every time he goes in and out of a store. He thought this was not a good idea since he had memory problems (prior to implant). He noted that he began to notice this sting in his groin/ buttocks after he got his device adjusted on (B)(6). It happened almost every time he went through a security gate at stores. The patient had another doctor¿s appointment scheduled for (B)(6). The issue was not resolved and the patient still got shocked every so often.